Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: dry mouth, dizzy, lightheaded, thirst. Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 04-nov-2022 to ensure the customer¿s condition had improved - able to establish contact with customer who stated her condition had not improved and that her symptoms had gotten worse since the initial call. Customer was currently experiencing diabetic symptoms (undisclosed), no medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 07-nov-2022 to ensure the customer¿s condition had improved - able to establish contact with customer who stated her symptoms had improved but she was currently feeling dizzy and lightheaded. No medical intervention since the last call was reported. Note 3: manufacturer contacted customer in a follow-up call on 09-nov-2022 to ensure the customer¿s condition had improved - able to establish contact with customer who stated she was still experiencing symptoms; customer stated she was currently still feeling dizzy and lightheaded. No medical intervention since the last call was reported. Note 4: manufacturer contacted customer in a follow-up call on 14-nov-2022 to ensure the customer¿s condition had improved - able to establish contact with customer who stated she currently was experiencing symptoms of dry mouth and thirst. No medical intervention since the last call was reported. Note 5: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). The customer was not using the proper testing technique. During the call, a back to back blood test was performed by the customer and produced e-2 error message both times. The customer reported she was experiencing dry mouth; medical attention was not needed at the time. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/18/2024 and open vial date is 10/30/2022.

Manufacturer narrative:
Sections with additional information as of 29-dec-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10:meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-062: user had poor technique